Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 503 mg/dl. The customer reported going from manual injection to the insulin pump with new infusion set and it did not attach. The customer had no symptoms. The customer treated with the insulin pump, eight units of insulin. The customer declined troubleshooting the issues. The insulin pump will not be returned for analysis.